Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Review of the provided data and the borderline serology result indicates that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was tested individually and not with the pooled samples. The discrepancy is due to the sample being at the limit of detection (lod) for the assay. This is a sample-specific issue and the reagent is performing as intended.

Event description:
There was an allegation of discrepant hbv results with the cobas®mpx kit (480t) from the cobas 5800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a non-reactive result for hiv, hbv, and hcv. The same sample was repeated the next day and generated a non-reactive result for hiv and hcv and a reactive result for hbv with CT 36.47. Serology testing was performed with advia, which generated a borderline positive result, and architect, which generated a negative result.